Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report number: 3013886523-2022-00306. A physician reported a hakim valve was implanted on (B)(6) 2022 with setting 140. During the post shunt procedure they were having a constant problem in changing the adjustable pressure. They tried to change it however, it was stuck at 30. The shunt was removed and replaced with a new one. On (B)(6) 2022 after it was replaced the patient condition was not well, so they decided to change the pressure to 200 and once again the pressure was stuck in 30.

Event description:
N/a.

Manufacturer narrative:
The hakim programmable valve was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. Photos of x-rays were provided: the 1st photo of the x ray shows that the valve was at setting 30mmh2o, the other x rays were not possible to see cam position. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.